Event description:
It was reported that the tubing disconnected from the vamp housing before use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.